Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the ipg was explanted, and surgery may occur in the future to replace the ipg. During the surgery, the replacement lead could not be placed in patient as documented on related manufacturer reference 1627487-2020-03224. During the surgery, the lead was explanted as documented on related manufacturer reference 1627487-2020-03226.